Event description:
The customer reported hemoglobin (hgb) blank shift error messages on a unicel dxh 800 coulter cellularanalysis system, and requested service. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/26/2015. The fse observed the hgb cuvette did not fill properly when performing blank readings and noted a small blockage in the port of solenoid valve vl167. The valve, vl167 was replaced to resolve the hgb blank shift issue. (B)(4).